Event description:
It was reported on (B)(6) 2016 that the patient had a full vns replacement surgery. The surgeon visually observed a lead fracture in surgery and the lead was replaced. The generator replacement was prophylactic. The impedance value for the replacement system was within normal limits. The explanting facility reportedly discards explanted devices, so product return for analysis is not expected. No additional pertinent information has been received to date.